Manufacturer narrative:
.

Event description:
Reportedly, the patient received external shocks on (B)(6) 2014. Afterwards, abnormal functioning of the pacemaker was observed. On (B)(6) 2014, a follow-up of the subject pacemaker showed lead impedances >3000 ohms with no sensing and flat egm. No pacing pulses were observed. The device was reinitialized; however, it didn't change the results. Explantation of the device was recommended.

Event description:
Reportedly, the patient received external shocks on (B)(6) 2014. Afterwards, abnormal functioning of the pacemaker was observed. On (B)(6) 2014, a follow-up of the subject pacemaker showed lead impedances >3000 ohms with no sensing and flat egm. No pacing pulses were observed. The device was reinitialized; however, it didn't change the results. Explantation of the device was recommended.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it was damaged most probably because of the application of the external shock.

Event description:
Reportedly, the patient received external shocks on (B)(6) 2014. Afterwards, abnormal functioning of the pacemaker was observed. On (B)(6) 2014, a follow-up of the subject pacemaker showed lead impedances >3000 ohms with no sensing and flat egm. No pacing pulses were observed. The device was reinitialized; however, it didn't change the results. Explantation of the device was recommended.